Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the glenosphere not seating properly onto the baseplate may be caused by soft tissue or bone trapped around the baseplate taper during the glenosphere insertion, insufficient bone clearance around the baseplate interference with retractors, etc. Each scenario could potentially cause the glenosphere to not completely seat on the baseplate. Straight on exposure of the glenoid is necessary for both proper reaming and component insertion. The use of baseplate reamer 2 (36mm or 40mm) is needed to remove bone around the baseplate to avoid impingement with the glenosphere. Cause can not be definitely determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that the surgeon did not use the glenosphere helmet to insert the glenosphere onto the baseplate. He used his fingers to place onto the baseplate. He said that patient is doing fine, with no pain or other complaints.